Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery that is 98% stenosed. The 2.75x12mm xience skypoint stent delivery system was noted to have difficulty crossing the lesion due to anatomy and in-stent restenosis of a previous unspecified stent. During removal the stent met resistance with anatomy and the previous implanted stent. The stent dislodged and a non-abbott balloon and buddy wire were used to crush the stent into the vessel wall. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances. In this case, it is likely the interaction with the heavily calcified and 98% stenosed lesion and previously implanted stent contributed to the reported failure to advance / difficulty to remove and subsequent stent dislodgement. In addition, the stent was crushed into the vessel wall. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.